Event description:
Rptr reported opening a sealed box of tampons finding one out of 32 with a piece of plastic protruding from the center of the cotton tampon in cardboard applicator. Cardboard applicator sealed in paper wrapping. Reported box, individual applicator covering (paper), and cardboard applicator without signs of abnormalities noted.